Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 patient codes. Additional information was requested, and the following was obtained: review of operative reports. Procedure date: dec 6, 2022. Right total knee arthroplasty d/t history of dislocation of the posterior stabilized knee. No evidence of any infection during the procedure. Vicryl suture was used in the medial arthrotomy and the unresurfaced patella appeared to track reasonably well. Arthrotomy was closed using #1 ethibond, #1 vicryl figure-of-eight sutures, subcutaneous tissue was closed using #1 vicryl and 2-0 vicryl simple sutures, skin was closed using stapling device. Procedure completed successfully. (5 sutures used) on (B)(6) 2023 ¿ underwent a reoperation for nonhealing wound. Procedure was excision with debridement of sinus tract distal total knee revision wound with closure. 2-3 mm diameter at the distal portion of the wound that has failed to heal with serous drainage. Debridement done. Sinus tract, small eschar tissue and devitalized subcutaneous tissue was excised. A few deep sutures of ethibond were removed. There was a tract in the subcutaneous tissue outside of the joint, up into the prepatellar space with serous fluid. No evidence of gross pus. Wound irrigated copiously with ancef containing irrigant. Vancomycin and ancef given preoperatively. Sub q closed with vicryl plus sutures. Skin closed with nylon. Corrected information: b3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were the vicryl and ethibond sutures removed surgically? Or superficially in doctor¿s office? Please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number for vicryl suture? Product code and lot number for ethibond suture? Related medwatch reports: 2210968-2023-01443.

Event description:
It was reported via a registry that a patient underwent a surgical procedure on an unknown date and suture was used. The patient developed delayed wound healing and was treated with removal of the suture and started on keflex 500mg tid for 10 days. Additional information was requested.